Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas pro c 503 analytical unit. The initial result was 164 mol/l and the repeat results were 49 mol/l and 52 mol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 64318001 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The field service engineer replaced the sample probe. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.